Manufacturer narrative:
B3: Date of event was unknown but the month and year was known. So, the first date of the event month was updated.Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.

Event description:
It was reported that during setup, the Medfusion pump has motor not running error. There was no patient involvement.